Event description:
It was reported that the implantable cardiac monitor (icm) had migrated and skin atrophy occurred. The icm was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.